Event description:
A customer reported unexpected (B)(6) reactions with a donor sample that is historically (B)(6) negative.

Manufacturer narrative:
Result image files from the (B)(6) were reviewed by an immucor technical support specialist. Visually the sample appeared (B)(6), correlating with the reported result. No errors were noted in the event log. In-house testing was performed with retention product. The cmv assay was performed on 3 known cmv negative in house donors on the (B)(6) using retention capture-cmv test wells, lot c089, and capture-cmv indicator cells, lot 228154. Controls performed as expected. All three known cmv negative in house donors reported negative as expected. Retention product performed as expected. The cmv assay was performed on the customers submitted donor sample on the galileo using retention products capture-cmv test wells, lot c089, and capture-cmv indicator cells, lot 228154. Controls performed as expected. Customers sample reported (B)(6). The unexpected positive results appear to be sample related.